Manufacturer narrative:
No samples were returned for eval, therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgical coord reported that during a glaucoma filtration device implantation, the shunt misfired. The shunt was removed and replaced in the same procedure with no pt harm or impact.